Event description:
A us distributor returned a battery pack indicating a performance issue.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is still underway. The reported problem (performance issue) has been confirmed. As rec'd, the battery was non-functional in a monitor and charger. A root cause investigation is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. Per the battery supplier, the cause for the battery failure was an unstable vcc regulator on the battery pca. The root cause for the unstable vcc regulator could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned a battery pack indicating a performance issue.